Event description:
Reference number (B)(4). Event occurred in (B)(6), austria. It was reported that the patient faced fractured/broken introducer needle event upon removal on (B)(6) 2025. Patient also experienced mild pain/discomfort at insertion site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
.Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch 6009329, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009329 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14 on 15/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.